Manufacturer narrative:
No product was received for evaluation. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 08 dec 2025 from a biomedical engineer at a critical care facility, who stated a dialysate bag broke and fluid splashed onto the nurse's face when initiating renal replacement therapy on (B)(6) 2025. Additional information was received on 08 dec 2025 from a healthcare professional (hcp) who stated the nurse was assessed at the emergency department with no injury identified, no report of medical intervention being required.